Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery using a proglide device after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed from the patient anatomy and another proglide was used to achieve hemostasis. There were no adverse patient effects. The physician is reportedly trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated date of the event was reported as occurring approximately two weeks prior from the date it was reported to the manufacturer representative. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the body of the device, suture, link and cuffs were returned for analysis. The plunger with anterior needle tip was not returned for analysis. The posterior needle tip was loose; the posterior cuff was also loose and out of the foot pocket with its tabs intact. The complete suture was returned loaded in the device with the knot unraveled. The anterior cuff remained in the foot pocket with its tabs intact. It was noted that both cuffs were not attached to the needle tips and the tabs were in the pre-plunger deployment positions. This finding is consistent with and confirms the reported needle to cuff miss experience. In this case, both cuffs were missed, which is evidenced by the return of the complete suture. During the analysis both ends of the foot were examined and no needle strike marks were detected, indicating the needles were deflected away from the foot pockets during deployment. It was also noted that both cuffs were impacted with tissue. The needle tip not engaging with the cuff prevented harvesting of the suture and achieving hemostasis with this device. During testing, a proxy plunger was inserted into the device and the needle trajectory was acceptable. The analysis did not indicate any evidence of a product quality deficiency. A needle to cuff miss can be influenced by many factors, including, but not limited to manufacturing, user technique and patient anatomical conditions. User technique includes: failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. Patient anatomical conditions include: heavy calcified arteries, morbidly obesity, etc. However, no information was provided regarding user technique/anatomical conditions that may have affected the device performance. The needle trajectory of each device is inspected during manufacturing. Based on the investigation, the failure of the needle tip engaging with the cuffs is likely related to the operational influences during use and not a product quality deficiency. Review of the device history record for this lot did not produce any findings relevant to this report. A search of the complaint database was performed and there is no indication of a lot specific product quality deficiency. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.